Event description:
Er320 clip applier was used during laparoscopic cholecystectomy, 4 clips were applied to cystic artery. Pt was later returned to the or for exploratory laparatomy for post-op hemorrhage. The distal chip had scissored and allowed the artery to bleed.